Event description:
In (B)(6) 2016, a 23mm trifecta gt valve was implanted. The valve was implanted by standard surgical procedure. One-year post implant, early valve degeneration was revealed when the patient presented with sudden onset of breathlessness on exertion and heart failure was diagnosed. On 29august 2018, abbott was made aware that during the week of (B)(6) 2018, the valve was explanted and a 23mm magna ease was implanted. During explant, one of the leaflets of the trifecta gt was observed detaching from the stent post. A review of implant records determined that no instruments came in contact with the leaflets during implant. The patient was reported stable and discharged. A request for additional information & copies of echocardiograms & operative reports is pending.

Manufacturer narrative:
The reported leaflet tear was confirmed. Dyspnea and heart failure were also reported. Leaflet 2 was torn at stent post 3 and appeared to be pinned in and folded. Leaflet 3 contained a defect, or perforation, in its base near a bend in the valve stent and ring. Leaflet 1 contained wear or explant artifact along its base. X-ray inspection of the returned valve demonstrated deformation of the stent including the aforementioned stent and ring between post 1 and post 3, and outward bending of post 3. Leaflets 1 and 2 were fibrotically thickened, which can potentially stiffen leaflets while still allowing for mobility. No inflammation was present. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage.

Event description:
In (B)(6) 2016, a 23 mm trifecta gt valve was implanted. The valve was implanted by standard surgical procedure and without cutting edge needles. One-year post implant, early valve degeneration was revealed when the patient presented with sudden onset of breathlessness on exertion and heart failure was diagnosed. On (B)(4) 2018, abbott was made aware that during the week of (B)(6) 2018, the valve was explanted and a 23 mm magna ease was implanted. During explant, one of the leaflets of the trifecta gt was observed detaching from the stent post. A review of implant records determined that no instruments came in contact with the leaflets during implant. The patient was reported stable and discharged. Copies of echocardiograms & operative reports were requested, but not provided by the physician or hospital.